Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an arteriovenous fistula in a moderately tortuous and non-calcified vessel. A 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.